Manufacturer narrative:
6/25/97-supplemental report #1 submitted to FDA.

Event description:
During a total abdominal hysterectomy procedure, the staples did not form properly. The instrument locked on the tissue. The surgeon pried the instrument off and applied suture. No pt injury was reported.